Event description:
This lead was explanted due to fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. The medial fragment (approximately 8 cm length) was not returned. The analysis showed that the insulation was found damaged 36.5 cm proximal to the lead tip. In this region the inner conductor coil and the conductor cable leading to the svc shock coil were found fractured. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the insulation was found rubbed through 8 cm and 7.5 cm proximal to the lead tip. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.